Manufacturer narrative:
Alert date: follow up #1 submitted 7/27/2015: a review of the complaint record indicated this complaint was received by animas on 6/14/16, not 6/29/16 as previously reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/09/2016: the device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results. Black box shows evidence of one unexplained power on reset event on (B)(6) 2016. Cs 052 errors immediately followed "por" event. No evidence of visible moisture behind display lens. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap measures within specifications; battery compartment cracks observed from thread area to case seal and below grip pad. Battery compartment threads damaged. Evidence of moisture contamination inside battery compartment and underside of battery cap. Cover crack observed between corner of display lens and case seal, base crack also observed between case seal and keypad. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Remove pump case. Evidence of additional moisture contamination inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.